Event description:
A customer reported observing intermittent condition codes concerning the incubator shuttle. Troubleshooting determined the fluidics line was crimped. This type of malfunction could cause biased results to be reported on an assay that may influence physician action. There was no report of pt harm as a result of this event.